Manufacturer narrative:
Device received a33 alarm during the rewinding due to loose or protruded drive support disk. Unable to verify no delivery anomaly and a21 error alarm due to a33 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart and compromised force sensor error alarm. Customer reported they were able to clear the alarm but were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.